Event description:
It was reported that, while in use on a patient, a 980 ventilator generated several audible alarms; however, the visual graphical user interface (gui) alarm indicator did not turn on. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a battery voltage out of range diagnostic code in the memory logs. The se found that the light-emitting diode (led) lights of the gui alarm indicator functioned correctly; however, the lens of the gui alarm indicator was damaged. The se replaced the battery and the gui alarm indicator lens. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A graphic user interface alarm lens was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and the lens was found to be damage. An investigation was performed and the product analysis technician reported that the identified root cause was due the use of a non-approved cleaning agent on the lens. If information is provided in the future, a supplemental report will be issued.